Manufacturer narrative:
MFR report # 9616091-2013-01419 indicting the brand name as ac powered lift with a common device name of 880.5500. The correct brand name is non-ac powered patient lift with a common device name of 880.5510.

Event description:
Dealer says the unit goes up but not down. He said he tried pendants but the same problem. He said he has unplugged the actuator and plugged it in as hard as he could but the same problem.